Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the device was not working. The patient stated that the pump only inflates about five times before staying deflated, the inflation ball does not reinflate. No revision surgery has been informed, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Event date was not provided. Therefore, 03/01/2025 was used as approximate event date.